Event description:
It was reported the patient had urinary tract infection (uti). The patient had hematuria in urine the first day and urgency and burning with voiding in following days. Antibiotics were given as an intervention. The urine culture was positive for e-coli. Intervention included changing cipro to keflex. It was also noted the patient was to return to the office for cystoscopy. The etiology was noted as new illness and the event was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had bilateral flank pain and brownish discolored urine. The event was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v552445, implanted: (B)(6) 2010, product type: lead. (B)(4).